Event description:
Customer's niece reported that customer told her that her adc blood glucose meter was broken. Caller further reported that on (B)(6), 2015 customer went to a cvs pharmacy to check her blood glucose because she could not make her meter work. At the pharmacy a reading of 358 mg/dl was obtained at 9:00 pm and the customer was told that her blood glucose was high. Caller denied customer experienced any symptoms, but the niece took her to a local emergency room. At the hospital, a reading of 385 mg/dl was obtained and customer was treated with an unknown amount of insulin. Her blood glucose was rechecked after a period of time, a reading of 379 mg/dl was received and she was discharged to home. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B)(4) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
As product was not returned, a device history record (DHR) review of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release.